Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, there was an error in keyboard and unable to sign in. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had error and unable to sign in. A field service engineer (fse) plugged the keyboard back in and verified that it was working. After that the nurses were able to use keyboard to enter orders. The system functioned as intended after the field service engineer repaired the device.